Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced. The patient had third degree atrioventricular block.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.